Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). No information was provided as to whether or not that result of microbiological testing by the user facility was positive. Ofr requested the facility to provide the information regarding a microbiological test result and the reprocessing procedure, but the facility did not provide them. Ofr checked the subject device and found followings. There was leakage from the distal end. The image was unclear and the image guide fiber was humid. There were scratches on the instrument channel outlet. There were scratches on the distal end. There were scratches on the electrical contacts of the connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified timing, the subject device had some contaminated water samples. It might be that result of microbiological testing by the user facility was positive. Further detailed information was not provided. There was no report of infection associated with this report.